Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent continuous glucose monitor (cgm) error 42's. There was no reported adverse impact to the customer. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.